Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer received the battery out limit alarm while troubleshooting. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display returned. The customer was advised that her battery cap would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.